Event description:
It was reported that there were suspicions this right ventricular (rv) lead had dislodged the same day of the lead's implant. It was noted that the lead exhibited oversensing of noisy signals, high out of range pacing impedance, and high capture thresholds. The lead was repositioned, and all measurements were as to be expected. However, when the lead was reinserted into the pacemaker, there were noisy signals. The physician decided into replace the device. The lead remains in use. No additional adverse patient effects were reported.